Event description:
The customer stated, that he had opened a new carton of test strips several months earlier and found the cap on the bottle of strips was open. While troubleshooting, the customer performed control tests and received results of 166, 168 and 166 mg/dl. The normal control range was 86-115 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.